Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. Blood glucose of 360 mg/dl, customer's blood glucose at time of incident was 480 mg/dl. The customer experienced symptoms was server internal bleed because of the trauma. The customer was treated with admitted to hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.